Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, watertightness not maintained due to holes in the curved rubber, flexible tube of the insertion section crushed, scratches on the insertion tube, coating of the image guide coil peeling off (1mm2 or more), curved rubber adhesive missing, scratches found on the operation part, scratches found on the switch box, scratches are found on the grip, scratches on the angle lever, scratches found on the up/down plate, scratches found on the universal cord, and scratches are found on the scope connector. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to olympus, on the evis lucera bronchovideoscope for air bubbles coming from the angle rubber due to hole in the rubber. Upon inspection and testing of the customer returned device, the coating of the image guide serpentine tube was found peeling off (1 mm 2 or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.